Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(6).

Event description:
The customer reported via phone call that her blood glucose was 545 mg/dl and that she was beginning get experience symptoms of diabetic ketoacidosis. The customer had also confirmed the presence of ketones by using a ketone stick. The patient treated with a bolus delivery and a manual insulin injection before she called. Troubleshooting was initiated for the hyperglycemic episode. The customer stated that she had changed her infusion set that morning, and her blood glucose began to rise throughout the day. The insulin and infusion set appeared undamaged but the customer declined to remove the infusion set to check for a bent cannula. However, a high pressure test was performed and the pump passed. Additionally, the customer reported having lows in the 40 mg/dl and 50 mg/dl range over the past few months, but that didn't concern her. No products were returned and a replacement infusion set and three reservoirs were shipped to the customer since she was running low on supplies.